Event description:
It was report that the foot pedal of the device was sticking and the device was operating without user activation. As a result, the pts dura mater was harmed. A primary closure was performed as a part of medical intervention. There was a delay of one hour in the surgery. The procedure was completed with a backup device.

Manufacturer narrative:
The alleged device has not yet been returned to the MFR for investigation. A f/u report will be submitted if the device is available to the MFR for further investigation.